Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficult to advance/position and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) coronary artery. After a drug eluting stent was deployed, a perforation was noted. The 2.80x16 mm graftmaster covered stent was attempted to be advanced; however, there was strong resistance with the guide wire and the graftmaster could not be advanced. Another graftmaster covered stent was able to be advanced and implanted to complete the procedure. Ivus was performed to confirm. The physician noted that there may have been an issue in the wire lumen of the first graftmaster stent. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.